Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, component root cause could not be firmly established. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal comm failure - 1472" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.